Manufacturer narrative:
It was discovered that the epic beaker system sends an image of the barcode to the printer server, which then sends an image to the printers to print the barcodes. This could cause print quality concerns. The customer will forward barcodes for analysis and will attempt to optimize barcode from epic to printers. This issue is related to the barcode print quality and not the meter scanner. The customer did not send any printed barcodes to be analyzed. There are no further statements that can be made because the product is no longer available. Since there was no customer material that was received in order to carry out a substantial investigation, this case could not be substantiated.

Manufacturer narrative:
Na.

Event description:
The customer stated that on their 1400 series accuchek inform meters they have noted an erratic performance of the barcode readers since going live with switching their lis to the epic. The performance has forced them to now do manual patient ID entry. The customer stated there are no issues with the staff barcodes. They gave an example of a meter that scanned an armband and the ID that came up was not even a patient on that floor. There was no adverse event. A site visit was done by several roche employees that support the accuchek inform ii. During this visit, the barcodes were discussed and looked at by members of the customer's it group, and also a representative from epic. Also discussed was the process that is used by the epic's beaker lis system to send the barcodes to the printers. At the end of the visit, it was determined that they would send barcodes for further analysis to both roche and epic. Epic is also going to work on optimizing the barcode from epic to the printers. Roche will investigate the issue further once barcodes are sent to roche for analysis.